Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of previously reported information determined that a consumer was the initial reporter. Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the surging was not completely conclusive. The hypothesis of the patient, technical services, and the health care professional was that it was possibly the heating pad causing the issue. The patient usually uses the heating pad every night and the battery is right on top of it. The patient was contacted on (B)(6) and stated that she refrained from the heating pad and indeed the surge feeling went away. The patient stated that the stimulator was turning on and off depending on the position. The manufacturer representative met with the patient on (B)(6) to investigate the issue. It was discovered that the patient had cycling enable. Her adaptivestim was also not properly set to her desired setting while lying right and while mobile. It was at 0.0 volts. The manufacturer representative adjusted and double checked the patient¿s adaptivestim before leaving, and the patient stated that the battery was then properly functioning and was re-oriented. The issue has been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had historical surging issues with the therapy. The patient reported ruining two microwaves a long time ago after getting the implant. The day prior to the report the patient got a surge when she adjusted the tv antenna. There was no leftover pain or heating injuries. The patient was wondering if the heated mattress pad was causing the issues. No further complications were reported.